Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter email address: not provided. Device was not returned.

Event description:
It was reported that the implant external spline connection (tines) was deformed during implant placement (2130). Procedure was completed using another implant. Tooth location 13.

Manufacturer narrative:
One twist ha 3.25 mm x 10 mm (2130) was returned for investigation with a bubble tray and mating cover screw. Visual inspection of the as returned product identified minimal signs of use about the threads, however the collar and drive feature contain several wear marks. The tines are confirmed to be flared outward in all directions beyond the diameter of the implant body. Functional testing was performed for the returned product and it was determined that the implant no longer assembles with the returned cover screw due to the flared out tines. No pre-existing conditions were noted on the per. The reported product was placed on tooth # 25 (universal), but was removed and replaced the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63404636. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63404636) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (deformed tines) or product (2130). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: date of this report. Unique identifier (UDI) number: (B)(4). Expiration date. Device availability. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Device evaluated by manufacturer. Device manufacturer date. Entered evaluation codes. Added manufacturer narrative. The following section has been corrected: date of event: tooth location corrected.

Event description:
It was reported that the implant external spline connection (tines) was deformed during implant placement (2130). Procedure was completed using another implant. Tooth location 25. No further event information available at the time of this report.